Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for spinal pain. It was reported that the patient had to recharge the ins at least every other night otherwise the ins battery would deplete to almost nothing. It felt like they were recharging the ins all the time in order to keep the ins working. It would take along time to recharge the ins; they would recharge the ins every morning and this would take about an hour and a half. The patient used to recharge the ins about once per week, however now the ins wasn't holding a charge. There was no apparent damage to the external equipment. The patient was offered a replacement recharger antenna in an attempt to help with the ins charging duration issue. The patient was redirect to their healthcare provider to coordinate a meeting with a representative for the possibility of extending the ins battery life between charges with ins reprogramming.

Manufacturer narrative:
Event date: date inaccurate, only the year is valid. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that they don't know the cause of the stimulator battery not holding a charge. The patient noted that the step taken to resolve the issue was that a new antenna was sent to them. The issue has not been resolved and the patient is going to schedule an appointment with a manufacturer representative.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.